Event description:
It was reported that a patient experiencing muscle stimulation presented in clinic. Upon interrogation, the device was found to be in back up mode. The device was reprogrammed successfully. The patient was stable post event and will continue to be monitored.

Manufacturer narrative:
Correction: 'adverse event' should not have been reported. 'Required intervention to prevent permanent impairment/damage (devices)' should not have been reported.